Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes 2 tubes were underfilled, and 2 had poor barrier separation and one tube had fibrin. There was no patient impact. The following information was provided by the initial reporter, translated from spanish to english: the batch presents draw volume failure during sample acquisition. In the other hand, once the tubes are centrifugated they present a gel detachment which causes alarms in analysis instruments, which causes rework and delay in lab. Additional information received on 19.may.2023: has there been any harm to the patient / healthcare professional? (Ex.: new sampling, loss of exams, erroneous results of exams that have been released to patients/professionals, etc. - detail): a: no. Was there any consequence or need for medical intervention due to what happened (additional tests, change in treatment, incorrect diagnosis, medication administration, etc.)? (Detail) : a: not that it is documented. What is the frequency or rate of occurrence (1 day, % tubes affected, patients involved, how many tests per day, etc.): a: 90% fill level. How was the tube rejected (ie, at collection, in the lab, by automatic fill level detection, etc.)?: r: it was not possible to reject since the inputs were used. Was a discard tube used?: a: no. Was a successful blood volume achieved with the same lot? A: no. Is this happening with one in particular? Department, unit and shift, time of day or person; a: no. What was the sampling method? Eg: straight needle, winged equipment (butterfly), syringe, catheter, etc. (Please list); a: venoject. If you were to wear a winged outfit, would it be a tight/secure fit? (Connection between threaded luer adapter to bracket and male to female connection) a: not applicable. Are you using a bd device to transfer the blood to the tube? Eg: btd, llad, no, other; a: the needles are bd brand. Have the tubes been exposed to heat? A: no. How many locations affected (impatient, outpatient, etc.); a: suba facility, roof, cra 30, calle 80, calle 122. How many full inversions were made to the tubes after blood collection? A: 8 to 10. How long were the samples allowed to clot? A: minimum 30 minutes. Was fibrin present in the serum? A: several times. What are the g-force, time and acceleration speed settings of the spin? A: between 1700 and 200 g. When was the centrifuge calibration last checked? A: time less than 6 months. What type of centrifuge was used, fixed angle or tipping bucket? A: both methods. Have the centrifuge buckets been balanced to ensure proper performance? A: yes. Is the centrifuge temperature controlled? What temperature is it set at? A: at room temperature. Does gel detachment appear in all tubes or only occasionally? A: occasionally. Are the tubes being transported from one location to another? If so, by what means (pneumatic tube, robot, hand, courier, ground or air)? A: manual when transporting from a cubicle to an inn and from the inn to the processing center in a transporter vehicle. Are the tubes stored at room temperature and out of direct sunlight during distribution and use? A: yes. Does the patient have abnormally high protein levels (protein disorder)? A: some. What were the storage conditions? Where were they stored in the refrigerator before use? A: they are stored at room temperature controlled by a calibrated and current thermo-hygrometer. Would you know how to report the altitude of the location? A: bogota (8.612 feet = 2624,94 meters). Was the rubber observed inside the caps? Was any damage noted? (If so, provide pictures please); a: yes it is observed rubber in the stoppers.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes 2 tubes were underfilled, and 2 had poor barrier separation and one tube had fibrin. There was no patient impact. The following information was provided by the initial reporter, translated from spanish to english: the batch presents draw volume failure during sample acquisition. In the other hand, once the tubes are centrifugated they present a gel detachment which causes alarms in analysis instruments, which causes rework and delay in lab. Additional information received on 19.may.2023: has there been any harm to the patient / healthcare professional? (Ex.: new sampling, loss of exams, erroneous results of exams that have been released to patients/professionals, etc. - detail): a: no. Was there any consequence or need for medical intervention due to what happened (additional tests, change in treatment, incorrect diagnosis, medication administration, etc.)? (Detail) : a: not that it is documented. What is the frequency or rate of occurrence (1 day, % tubes affected, patients involved, how many tests per day, etc.): a: 90% fill level. How was the tube rejected (ie, at collection, in the lab, by automatic fill level detection, etc.)?: r: it was not possible to reject since the inputs were used. Was a discard tube used?: a: no. Was a successful blood volume achieved with the same lot? A: no. Is this happening with one in particular? Department, unit and shift, time of day or person; a: no. What was the sampling method? Eg: straight needle, winged equipment (butterfly), syringe, catheter, etc. (Please list); a: venoject. If you were to wear a winged outfit, would it be a tight/secure fit? (Connection between threaded luer adapter to bracket and male to female connection) a: not applicable. Are you using a bd device to transfer the blood to the tube? Eg: btd, llad, no, other; a: the needles are bd brand. Have the tubes been exposed to heat? A: no. How many locations affected (impatient, outpatient, etc.); a: suba facility, roof, cra 30, calle 80, calle 122. How many full inversions were made to the tubes after blood collection? A: 8 to 10. How long were the samples allowed to clot? A: minimum 30 minutes. Was fibrin present in the serum? A: several times. What are the g-force, time and acceleration speed settings of the spin? A: between 1700 and 200 g. When was the centrifuge calibration last checked? A: time less than 6 months. What type of centrifuge was used, fixed angle or tipping bucket? A: both methods. Have the centrifuge buckets been balanced to ensure proper performance? A: yes. Is the centrifuge temperature controlled? What temperature is it set at? A: at room temperature. Does gel detachment appear in all tubes or only occasionally? A: occasionally. Are the tubes being transported from one location to another? If so, by what means (pneumatic tube, robot, hand, courier, ground or air)? A: manual when transporting from a cubicle to an inn and from the inn to the processing center in a transporter vehicle. Are the tubes stored at room temperature and out of direct sunlight during distribution and use? A: yes. Does the patient have abnormally high protein levels (protein disorder)? A: some. What were the storage conditions? Where were they stored in the refrigerator before use? A: they are stored at room temperature controlled by a calibrated and current thermo-hygrometer. Would you know how to report the altitude of the location? A: bogota (8.612 feet = 2624,94 meters) was the rubber observed inside the caps? Was any damage noted? (If so, provide pictures please); a: yes it is observed rubber in the stoppers.

Manufacturer narrative:
H.6 investigation summary: bd received 1 photograph from the customer in support of this complaint. Evaluation of the photograph indicated poor barrier separation and underfill. Fibrin was not observed. Retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, underfill, poor barrier separation, and fibrin was not observed: 20 retained samples were draw-tested. From this testing, it was determined that all 20 tubes drew within specification additionally, retention samples were tested for poor barrier separation and fibrin: there were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes, fibrin and poor barrier formation, because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for underfill and poor barrier separation based on the photo provided. This complaint is unable to be confirmed for fibrin. All retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.